Event description:
Pt reported that a comparison done between their surestep meter and a hcp meter (within 10 minutes of each other) was 102 mmol/l (ss capillary) and 162 mg/dl (hcp -venous), respectively (37% difference). No symptoms were reported. Lfs rep helped the pt set their meter correctly to mg/dl. There was no allegation of harm.